Event description:
It was reported that the customer was experiencing high blood glucose readings of over 500 mg/dl and was feeling sick. Customer reported symptoms of diarrhea, vomiting and confusion. Customer also reported that they did not receive a no delivery alarm on the insulin pump. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also conducted and passed. Customer's current blood glucose reading is 413 mg/dl and has treated with a bolus and insulin through a syringe. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.